Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient had his adaptive stimulation enabled on the 8th, and since then he had been experiencing some issues. Patient stated the stimulation would unexpectedly drop down to 0.0ma and then ramp back up to 6.2ma. Patient stated when this happened, he felt disoriented, like he was not on solid ground. Patient confirmed that his target issue for therapy was severe muscle tightness to the point of getting spasms. Patient stated prior to the programming changes on the 8th, the therapy was working well. Since the changes, spinal cord stimulation (scs) was controlling his spasms but he was still having tightness and pain at a level of 2 or 3 out of 10. Most recently, the patient was walking on saturday when he noticed his leg was unusually tight. Patient checked the patient programmer and saw that stimulation had lowered down to 0.0ma unexpectedly. Patient also stated that the stimulation took longer than expected to transition from one position to another. Patient would go from standing to sitting at a desk and could still feel the current going for a while. Patient reported that sometimes the controller screen turned off in a matter of seconds, other times it would take 3-4 minutes. No further complications were reported/anticipated.